Event description:
Heartmate 3 patient presents with melena/ anemia (7.1) in the setting of international normalized ratio (inr) 2.4. Inr reversed, and 3 units transfused blood required. Esophagogastroduodenoscopy (egd) revealed one actively bleeding arteriovenous malformation (avm) and two non-bleeding avms in the jejunum requiring cautery. Pt was successfully bridged to coumadin from heparin. Additionally, this patient has presented to outpatient clinic on 2 occasions for blood transfusions.